Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced intermittent post-breakfast hyperglycemia with a glucose reading of 244 mg/dl, occurring after meal announcements on the ilet system, with no device malfunction identified and insufficient information to attribute the event to a specific device component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver, and analysis of information provided by them. Investigation of this case revealed no findings available and insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.